Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery and the load process. Reportedly, the customer disconnected from the pump and went swimming. The pump alarmed while the customer was disconnected from the pump, as well as, when the customer was attempting to load a new cartridge. The customer's blood glucose level was not impacted.